Manufacturer narrative:
The device remains implanted but deactivated. The patient remains hospitalized and has four more radiation therapy sessions planned. Engineering review of device data determined that this s-ICD delivered inappropriate shock therapy because memory was corrupted by therapeutic radiation. The specific location in the memory that was impacted could not be determined. The device has mechanisms to detect and correct memory corruption in order to reduce the occurrence of potentially adverse malfunctions. In this case, the device detected and corrected the memory corruption during its automatic hourly integrity check. Following this automatic correction, the device returned to normal operation (with remaining longevity of approximately 4 years), and no further shock therapy was delivered. Engineers have confirmed that the device successfully corrected the memory corruption and will operate normally going forward.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 16 shocks in 12 episodes during a radiotherapy session. The device was not turned off and no magnet had been applied. This was the patient's ninth session, and the device was never deactivated for the sessions nor was it checked after the sessions were completed. It was noted the patient was being treated for lung cancer and it was believed on the left side near the device. Device data was submitted to technical services for review. The episodes appeared inappropriate for the programmed rate cut offs of 220 bpm and 240 bpm. However, it also appeared the device was sensing and detecting properly. It was suspected the programmed rcos were modified by the radiation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. This patient passed away from their lung cancer. The death was not related to the previous memory corruption and inappropriate shocks. It was believed the device was not explanted post-mortem and was not expected to be returned for laboratory analysis.